Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient in (B)(6) that was taking drug out of his pump and had discrepancies every single time. It was a few years ago, and the manufacturer¿s representative couldn¿t remember the patient¿s name. There was no symptom reported and the drug in the pump was unknown.